Event description:
It was reported that the patients suture near at the middle of the battery incision opened up and a small amount of red fluid was leaking from the site. The physician skin glued the pocket site back together. The physician believed it was device and procedure related. The patient was doing well.